Event description:
On (B)(6) 2020 a patient underwent a anterior cervical procedure from c5 to c7. On (B)(6) 2021 during a routine follow up it was discovered via radiograph that one of the plate screws was backing out at c7. There is no plans for revision as the patient is/ has remained asymptomatic since the index procedure.

Manufacturer narrative:
No product was received as the device remains in-situ although the complaint was confirmed via provided radiograph. The patients post op activity levels or whether the patient had experienced a fall could not be confirmed.the patient is asymptomatic, no revision is planned and the surgeon will continue to monitor the patients status. No root cause could be determined though excessive angulation or incomplete lock activation is suspected as the cause or contributor. No additional investigation could be completed. Label review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." "To prevent compromising the bone-screw interface, caution should be taken not to over-torque the temporary fixation pin once it has tightened against the plate. To allow for proper utility of the locking mechanism during screw placement, use a drill-guide with the awl and/or drill to create a centered screw hole into the vertebral bodies." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."